Event description:
Information was received from a patient's representative regarding an external device. It was reported that the communicator did not seem to be communicating and the only way to get it to work was to do a hard reset every time otherwise it would say not found. When asked for event date, patient representative stated that the issue had been difficult ever since they got the device on (B)(6) and had gotten worse and worse. Manufacturer representative (rep) was notified of the issue over the weekend and the rep suggested calling patient services to get a different communicator sent out to see if that would fix the problem. During the call, patient rep unlocked the controller and instructed patient to close all applications of the mystimrc app. Agent walked patient rep through toggling bluetooth off/on. Patient rep opened the mystim app, patient turned the communicator on confirming a green and blue light and patient rep confirmed they were able to connect to the therapy settings. Agent asked and patient rep mentioned the patient would press the power button to close out of the therapy settings. Agent reviewed with patient to close all applications in between use and to monitor. The troubleshooting steps that were taken on the call resolved the issue. Patient and patient representative called back and repeated previously documented information. Patient stated their manufacturer representative (rep) had directed them to call patient and technical services(pats) back because there must be something wrong with their communicator. Patient explained that the rep told them there was an issue with them being able to connect and transfer the settings from their tablet to the patient's ins - patient rep stated it wasn't showing up on their 'programmer' (pt rep explained they called the phone/handset the 'programmer'). Patient was told by the rep it seemed like it was a "hardware issue" so they should call pats back for a replacement communicator. Agent understood the rep should be using their clinician tablet and clinician communicator, rather than the patient's communicator. During the call, patient was in the mystim application, on group b; according to the patient, this was the only group set up with ' partial parameters' set up. Patient stated when they try to make changes to their stimulation, they will lose connection to the ins in the app. Callers confirmed they were closing out of the applications between use as they had been previously instructed. Pt rep noted closing out of all apps after use had been helping for a couple of days, but the same issue of disconnecting when adjusting stim settings was happening continually. Agent agreed to replace the communicator but explained that it may not impact the rep's ability to program their implant. Agent sent request to repair and is following up with the rep/team for clarification regarding 'programming issues.' Agent closed case. Patient mentioned their prior ins was unable to cover their pain areas properly, and they were still experiencing pain that wasn't able to be covered by the current programming of their ins. Agent told patient during the call that clarification would be requested from the rep (about what equipment wasn't working in programming sessions). Agent sent email to rep for clarification about patient report and to explain the communicator will be replaced. Agent closed case. Patient (pt) called back and mentioned they had not been successfully programmed at healthcare provider (hcp) 's office for therapy yet even though they had been implanted for months. Pt mentioned their communicator had been replaced, but no follow up appointment had been scheduled to get therapy working. Pt had been coordinating with rep. Pt mentioned they had been in pain for 4 weeks. Pt mentioned historical events where their 3rd implantable neurostimulator (ins) went "offline" 12 months after implant date and pt had that ins reprogrammed and it went offline again after about 90 days. Pt had met with reps during each occurrence and manufacturer representative (rep). Said there was a "fault with lead." Pt and pt rep. Were escalated on call and frustrated and were resistant to troubleshooting. Patient and wife called back and stated they are having concerns about their stimulation. They stated on the call that they are wanting stimulation in their legs but cannot feel it there. They also stated that they have met with a couple of reps but the device is still not "fully set up". Patient's wife stated they met with (B)(6), but neither were able to stay long enough to get the settings on the patient device. Agent asked clarifying questions and understood this to mean they do not have access to all parameters like pulse width or rate on each program. They stated they are concerned the leads are not working, as they overheard someone say it was "in the red" and "do not u se". They stated that at the surgery to implant this implantable neurostimulator (ins) they were informed that the leads were "fine" and they should keep them. Agent reviewed this and advised them to reach out the hcp directly. Patient was frustrated that previous devices have worked and this one doesn't have the same coverage, so they requested agent contact a rep. Patient was resistant to troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.